Event description:
The pt experienced a dissection of the left main coronary artery. During the third injection into the left main coronary artery, contrast staining and diminished flow were noticed in the proximal left coronary tree and severe chest pain occurred. An intra-aortic balloon pump was placed with incomplete improvement. An emergency angioplasty perfusion balloon was placed across the dissected left main coronary artery to restore flow. The pt was transferred for urgent bypass grafting.